Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer woke up with a low blood glucose (bg) level of 14 (mg/dl) 3 weeks ago. Reportedly, customer had a very hard time remembering the details of the event. Customer stated that they ate food, administered a bolus, and fell asleep. Customer was taken to the emergency room (ER) where they received treatment. Customer reported that their bg levels returned to normal range and they were released 5 hours later.

Manufacturer narrative:
Review of pump data did not record any low blood glucose (bg) levels around the approximated event date. There were no erratic basal insulin rate adjustments or bolus request. Customer made bolus requests that were over their programmed max bolus limit at least once a day, but pump would only allow max bolus amount of 18 units of insulin. Pump logs did not reveal any unusual deliveries or requests. Unable to confirm complaint. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
Selected life-threatening.